Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed and was not recovered. A field service engineer found that the clear obstruction and close drawer was displayed on the screen, even though the drawer was closed. The fse discovered the loose sensor, which was dangling out of place on auxiliary drawer 7 full height cubie drawer and reseated the open/close sensor to resolve the issue. The system functioned as intended after the field service engineer repaired the device. E1(initial reporter facility name - (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.